Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-03635 and 3005099803-2010-03637. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clip devices were used during a procedure on a patient. According to the complainant, during the procedure three clips did not fully detach from the catheter when they were deployed inside the patient; however when the nurse pulled on the catheter, the clips fell off the tissue and catheter. The procedure was completed with another manufacturers' device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.